Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. The complaint cannot be verified. At this time, the complaint is considered to be closed.

Event description:
Contact reports two implanted monarch polyaxial screws were removed because they were thought to be causing pain. See mfg report# 1526439-2006-00275 for the other device.